Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® tapered certain® implant 4 x 13mm (xifnt413) and one internal connection universal placement driver tip ¿ long (iipdtul) were returned for investigation. Visual evaluation of the as returned products identified signs of use/wear on the devices. Additionally, the were engaged with each other. Functional testing was performed to disengage the devices. It was impossible to disengage them. Pre-existing patient conditions, tooth location and x-ray images are irrelevant to this investigation.pictures were not provided and no other information was provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h ¿ july 2021 / instructions for use for biomet 3i kits and instruments (pzbdinstrp) rev. D - sep 2020. Information identified: warnings and precautions. Per the applicable IFU p-zbdinstrp, it is stated that surgical instruments and instrument cases are susceptible to damage for a variety of reasons, including prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising their performance. DHR review: DHR review was completed for the subject lot number (2021030511). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. However, DHR review could not be performed for the driver as the lot number was unknown. Complaint history review: complaint history review was performed for the reported lot number (2021030511) for similar events (complaint category keywords: does not disengage/release) and no other complaint was identified. A complaint history review by item number was conducted for the iipdtul dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances /CAPA/hhe /d/ie/product holds for the reported product for similar events (complaint category keyword: does not disengage/release). Post market trending review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information and functional testing, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI not available.

Event description:
It was reported that during the procedure when doctor was trying to place the implant and when the doctor placed the driver to the implant and then the implant into the patient´s mouth the driver got stuck and was not possible to remove it from the implant.the doctor was able to complete the procedure with other instrument and implant in stock.